Event description:
Hcp reported a sudden stop of therapy. The implantable neurostimulator was explanted and returned to the MFR for analysis after 34 months implant duration.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is completed.